Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). Subsequently, antibiotics were administered (specific type, date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.